Event description:
It was reported that decrease in sensing and increase in capture threshold was observed on an atrial lead. X ray showed lead dislodged. The lead remained implanted and physician decided to reprogram the pace maker.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.